Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of 'fc 808:02.' (B)(4)

Event description:
The facility representative reported a colleague infusion pump with an 808:02 failure code. The condition was reported to have occurred in the medical surgery unit; however, it is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
The reported condition of failure code 808:02 was confirmed but not duplicated. The reported condition is due to a faulty pump head module. The pump head module keypad was replaced to correct the reported condition. (B)(4)